Manufacturer narrative:
Zimvie complaint number (B)(4) h11: d10 - medical product - imp, tsv, 3.7, 10,mtx,mc,mg,ha catalog #:tsvmh10 lot #:1247922. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed. Fractured screw identified inside implant. DHR and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review the most likely root cause determined from the investigation was patient factors and/or user error. Therefore, based on the available information, a device malfunction has occurred. Screw fragment identified stuck inside the returned implant. The reported event has been confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Investigator identified a fractured screw inside the implant that was not reported.